Event description:
It was reported that during follow-up, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Patient was asymptomatic. Lead will remain implanted and monitored.

Manufacturer narrative:
External insulation abrasion was found at 15.7cm to 15.9cm from the connector pin, consistent with lead friction to the ICD can. Internal insulation abrasions were found at 51.6cm to 54.9cm and 55.9cm to 56.8cm from the connector pin. The etfe coating on the conductors was intact.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.